Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and not functional. There was no reported impact to the customer's blood glucose level. Contact declined to provide further information and declined troubleshooting with tandem technical support.